Event description:
It was reported that a malfunction alarm occurred. There was no information provided regarding blood glucose levels. Customer arranged for the device to be returned, and a replacement pump was issued. No additional outcome information was available.